Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator. It was reported that the doctor had the impression that the performance of the plasmablade was in cut mode higher than the power setting on the aex generator. After switching to a new blade there was no longer a problem. There were no adverse consequences to the patient as a result of the issue.